Manufacturer narrative:
Product analysis: analysis found that the programmer powered up to an error, and the link electronic module (lem) spacer was broken. It was also found during analysis that the programmer's display screen was out of calibration. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a black screen and would not turn on. The programmer has been returned for service. There was no patient involvement.